Event description:
It was reported that random spikes with increased, out-of-range shock impedance measurements (>200 ohms) were observed from this device and non-boston scientific right ventricular (rv) lead. After the spikes, the shock impedance would decrease to 40-60 ohms. The patient was seen in-clinic where provocative maneuvers were performed with no changes in impedance. Diagnostic imaging was recommended and the device was reprogrammed. The device data was forwarded to technical services (ts) for review. It was discussed that the transient impedance spikes most likely are the result of either a spring contact issue or a damaged lead. It was recommended to perform in-clinic maneuvers and imaging was recommended to assess the system integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that random spikes with increased, out-of-range shock impedance measurements (>200 ohms) were observed from this device and non-boston scientific right ventricular (rv) lead. After the spikes, the shock impedance would decrease to 40-60 ohms. The patient was seen in-clinic where provocative maneuvers were performed with no changes in impedance. Diagnostic imaging was recommended and the device was reprogrammed. The device data was forwarded to technical services (ts) for review and a response is pending. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that random spikes with increased, out-of-range shock impedance measurements (>200 ohms) were observed from this device and non-boston scientific right ventricular (rv) lead. After the spikes, the shock impedance would decrease to 40-60 ohms. The patient was seen in-clinic where provocative maneuvers were performed with no changes in impedance. Diagnostic imaging was recommended and the device was reprogrammed. The device data was forwarded to technical services (ts) for review. It was discussed that the transient impedance spikes most likely are the result of either a spring contact issue or a damaged lead. It was recommended to perform in-clinic maneuvers and imaging was recommended to assess the system integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported. Recently, a red call doctor icon was received and it was stated that this was the result of a communication error. There were no impacts to the patient's health and/or critical therapy delivery.